Event description:
In this event it is reported that a reciproc files 4x file broke during use. Broken part remains in canal and became part of filling. Treatment has been completed. Request for return of product has been made.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1689578, #1686275, #1686549, #1689858 and #1689852). Root causes are not identified. We will track this kind of event and monitor the trend.